Manufacturer narrative:
Voluntary mw number mw5079786 was received 15 october 2018. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-10641. Reference MFR. Report: 3006705815-2018-02805. The manufacturer received voluntary medwatch report mw5079786 on 15 october 2018. Per the report, the patient experienced diminished relief from stimulation with the scs system over time. The patient also reported extreme pain and cramping in her back immediately after surgery and continued to worsen over time. Upon further investigation, the patient¿s system was explanted and replaced with a drg system after a successful drg trial.